Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The case was escalated where based on review of the data, support saw that the system experienced a period of optical instability, but it was showing improvement with better agreement in bg and sg values. The user was advised to continue using system, while allowing the system a few more days to stabilize. User was also educated on proper calibration practices to support optimal system performance. The user agreed to the guidance. As per dms, the user was actively using the system with up to date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.